Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible even though logs shows the failure and customer reported "screen freeze" while they experienced this issue. Investigation will be continued under CAPA-000000994.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator initially had technical failure 600- check warning log followed by frozen screen while on a patient. The vent was changed. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log analysis shows cfb error is present on (B)(6) 2023, no events close to that time appear to align with the 6.1 fsca. Advised that the main board needs to be replaced. Per cfb error vent did not stop no reports of patient harm. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.